Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he has had difficulties with his implantable pulse generator (ipg) since implant. They have described episodes of the ipg going, "boom boom," while travelling in a car and the pacemaker as, "beating," after sneezing and on one occasion after a walk. The patient also reports their heart beating or throbbing for a period, with an initial normal blood pressure and heart rate reading, with subsequent, incremental reducing reading of both. The ipg remains in use. No further patient complications have been reported as a result of this event.